Manufacturer narrative:
The device is available for eval but has not yet been received. Add'l info will be submitted once the device is received and the quality investigation is completed.

Event description:
A stryker micro sagittal saw called in for repair due to overheating during testing. There was no pt involvement; another drill was used for the procedure. No adverse event or procedure delay was reported.